Manufacturer narrative:
The customer¿s report of a separated primary set was confirmed. During visual inspection, it was noted that the vinyl tubing from the set was completely separated from the drip chamber. Visual inspection under magnification indicated that there was no bonding solvent applied at end of the tubing that was separated from the drip chamber. Functional testing was not performed due to the set tubing already found separated at the intersection of the tubing and the drip chamber. Dimensional testing was performed and the vinyl tubing was within specification. The root cause of separation was identified as manufacturing issue due to lack of solvent.

Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
Received a copy of the customer's medwatch report from the FDA which states, "while transporting the patient down the hall, the CT tech said they went over a bump and the tubing popped off. It was not pulled on at all." There is no report of patient harm.